Event description:
Caller reported a power source alert issue with the pump. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Customer attempted several troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump and confirmed the shipping address for the replacement. Customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery.